Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) resulting in single gripper actuation issue cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report device entrapment, a single gripper actuation issue, and a foreign body. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Upon advancement of the first clip, the clip became caught on the anterior leaflet. Troubleshooting was performed however the clip was unable to be freed. Subsequently, the clip was deployed in the grasping location with only part of the posterior leaflet inside the clip. An additional clip was implanted to stabilize the first clip and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.